Event description:
A home patient contacted the technical service center to report a system error 2240 alarm while connected during drain 1 using the homechoice system. When asked to check the setup the home patient stated there is some fluid leaking near the drain bag. The technical service representative explained the alarm, assisted the home patient to clear the alarm and instructed the home patient to start over with new supplies. The technical service representative also advised the home patient to notify the dialysis nurse about the alarm. There was no patient injury or medical intervention reported at the time of the incident.